Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review. This MDR was submitted on (B)(6) 2011; however, due to a failure to receive the 3 acknowledgements, this MDR is being resubmitted on (B)(6) 2011.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The caregiver (cg) contacted baxter's (B)(4) to report a low drain volume alarm that occurred on the home choice (hc) machine during initial drain. The cg stated that the home patient (hp) had ended therapy in drain 4 the previous night because she had to go to the hospital for a small procedure. The technical service representative (tsr) instructed the cg with troubleshooting. The cg stated that the patient line had many large air bubbles. The tsr advised the cg to end therapy and start over with new supplies. No patient injury or medical intervention was reported.